Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 22-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("uterine contraction") and genital haemorrhage ("loss of blood apart from menstruations") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("general fatigue"), back pain ("lumbar pain"), psoriasis ("psoriasis"), migraine ("migraine"), palpitations ("palpitations"), anxiety ("anxiety") and endometriosis ("endometriosis"). On an unknown date, the patient experienced sciatica ("sciatica"). The patient was treated with surgery (hysterectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, fatigue, back pain, sciatica, psoriasis, migraine, palpitations, anxiety and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, back pain, endometriosis, fatigue, genital haemorrhage, migraine, palpitations, psoriasis and sciatica with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 1865 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("uterine contraction") and genital haemorrhage ("loss of blood apart from menstruations") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("general fatigue"), back pain ("lumbar pain"), psoriasis ("psoriasis"), migraine ("migraine"), palpitations ("palpitations"), anxiety ("anxiety") and endometriosis ("endometriosis"). On an unknown date, the patient experienced sciatica ("sciatica"). The patient was treated with surgery (hysterectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, fatigue, back pain, sciatica, psoriasis, migraine, palpitations, anxiety and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, back pain, endometriosis, fatigue, genital haemorrhage, migraine, palpitations, psoriasis and sciatica with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.